Event description:
On (B) (6) 2009, an arthroscopic surgery to repair a rotator cuff tear was performed on a pt using an arthrocare magnum2 knotless implant. Arthrocare was subsequently made aware of a clinical incident with the implant on (B) (6) 2009 as called into customer service. Clarification as to the specifics of clinical significance was obtained from the sales representative on january 5, 2010 wherein the surgeon needed to convert from an arthroscopic to a mini-open technique in order to complete the repair. It was reported that when the surgeon was deploying the final anchor, the inserter would not disassociate from the anchor. After trying other means of detaching the inserter, the surgeon pulled the entire anchor up through the humeral head, bringing with it a large piece of bone. The surgeon then performed the rest of the procedure as a mini-open surgery and was able to use another anchor to complete the surgery. The pt is doing fine postoperatively.

Manufacturer narrative:
A lot number could not be obtained from the user facility. The device was returned for investigation. The device was received in a fully deployed position; however, the anchor did not break away from the ribbon. The anchor wings deployed properly and suture lock was present and effective. It was found that the driver had slipped out of place. It is believed that the driver slipped at some point during the last three strokes. A pull test was done to the plug/ribbon weld and was found to be within specification. Based on the specification, the ribbon notch should break prior to the weld, which did happen in this test. In addition, the driver block and driver were pull tested at 2 inches per minute and the result was 79 pounds. Based on the investigation, the root cause is believed to be due to the inadequate driver block crimp. (B) (4). (B) (4).